Event description:
A malfunction on a pump was reported by the caller, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The technical support provided assistance with resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if any issues reoccur.